Manufacturer narrative:
The product is not available for evaluation. A review of the lot device history records show that all requirements were met. The doctor indicated being unable to determine if the event was related to a specific product. Based on the information, no root cause can be determined and no conclusion can be drawn.

Event description:
Patient reported being treated for pink eye and a corneal abrasion. Patient stated being "negligent with lenses". Follow up with the treating doctor indicated a diagnosis of staph marginal keratitis right eye. Approximately two months later patient was diagnosed with a corneal abrasion of the left eye. Patient was treated with tobradex, zymar and pred forte ophthalmic solutions and recovered. The treating doctor was unable to determine if the event was directly related to a specific product.